Event description:
The account alleged the brake casters would ratchet side to side if stretcher was pushed while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.